Event description:
The pump was replaced due to normal end of life. During the procedure it was not possible to aspirate drug from the catheter access port or directly from the existing catheter. The patient had efficacy prior to the pump replacement. The pump contained morphine 25mg/ml, 7mg/day, and clonidine 200mcg/ml, 56mcg/day. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted (B)(6) 2005. Product typ: catheter: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012. Product typ: pump: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012. Product typ: accessory. (B)(4).